Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010 the lay user/patient contacted lifescan (lfs) to report the onetouch ultra meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6), 2010 the patient noted the reported meter would not power on; she was unable to test her blood glucose level. Thirty minutes afterward, the patient experienced the symptoms of shaking and lightheadedness. The patient did not take any actions or seek medical attention or treatment. Troubleshooting revealed the patient's test strips were correct and the patient had correctly replaced the meter's battery. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting sever hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.